Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. The pump plus the pc was returned for evaluation. Data logs were not recovered. The pump was returned cut. The returned pump was found to have biomaterial wrapped around the impellor blade and in the purge lumen. Pump stop - the cause of the pump stop was blood ingress into the motor as the purge line was found to have blood in it near the motor housing. Purge system blocked - the cause of the purge system blocked could not be determined as the pump was returned cut and reproduction testing could not be completed, the data logs were not recovered, and insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
Correction d6b and e4.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a 5.5 pump support ongoing for the patient admitted in with cgs and cardiomyopathy. The pump was supporting when after 8 days there was a rise in the purge/purge system blocked which prompted the addition of lysis/tpa. This troubleshooting did not resolve the issue and the pump stopped. The pump was explanted after the 8 days and was not replaced.